Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the dart of the suture was not caught in the cage of the capio slim device and subsequently detached from the suture. There were no attempts made to remove the detached dart, which remained inside the patient. The procedure was completed with another capio slim device and another suture.